Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was severely damaged; further described as "crumbled". This was observed during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-07778. All information can be found under that manufacturer report number 1416980-2021-07778. Should additional relevant information become available, a supplemental report will be submitted.